Event description:
It was reported that the wire became loose. Instrument was functioning initially but was faulty after few times of opening and closure of tip. The procedure was completed with no reported injury or delay.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.